Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized and passed out due to a low blood glucose (bg) level that was in the low 40's (mg/dl); cause was unknown. Customer received dextrose and IV treatment to address low bg levels. Customer was released from the hospital on (B)(6) 2020. Reportedly, the customer had manual injections as alternate insulin therapy.